Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a product performance issue. Additional information indicated that this lead sustained fracture. This lead is no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, detailed analysis indicated that the allegation against the lead was not confirmed. The lead passed electrical testing.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to a product performance issue. Additional information indicated that this lead sustained fracture. This lead is no longer in service. No adverse patient effects were reported.